Event description:
During spinal surgery, the tip of t-handle nuvasive screwdriver broke off within the set screw cap. Portion of the screwdriver tip was firmly positioned in the set screw. Attempts were made to remove it, but the cold welding disallowed extraction and risks of further attempts to extract were determined to be greater risk than leaving in place. No harm noted to patient.